Manufacturer narrative:
Information was not provided, but requested. Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured no external power events on (B)(6) 2019 while the device was connected to the mobile power unit (mpu). It cannot be discerned if the power cord came loose from the mpu, the wall, or if power to the house was lost. No further information was provided.

Manufacturer narrative:
Section b5, d4: additional information.

Event description:
It was reported that the patient was amnestic and could not remember falling event. No loss of consciousness. However, aware and oriented 3 times on arrival. External power issue resolved. Note on the fall: patient was found on the ground with an episode of confusion at his skilled nursing facility, but nobody actually knows if he fell or was just lying down and forgot. No lvad alarms and no signs of seizure. No specific intervention or med changes ¿ largely observational. Patient stabilized and was discharged back to skilled nursing facility on (B)(6) 2019.

Manufacturer narrative:
Investigation summary: the reported event of no external power alarm, and a backup battery fault were confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6)) was not sent back for analysis; however, a submitted log file spanning approximately 2 days ((B)(6) 2019 per timestamp) was sent for review. On (B)(6) 2019 between 08:25:56 - 8:28:03 and 8:56:53 - 8:57:17 there were no external power alarms while connected to the mpu and were caused by the dual disconnection of the white and black power cables. The alarm resolved once ac power was restored and the system controller was supported by the backup battery during this event. During the no external power event on (B)(6) 2019 between 08:57:16- 08:57:17 a backup battery fault was active and quickly resolved on its own. Pump operation was not affected. Incidental findings: atypical power cable disconnects. The root cause of the reported no external power alarm was determined to be patient disconnecting both power cables simultaneously; however, the root cause of the backup battery fault could not be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook addresses how to properly interpret and troubleshoot all system alarms and how to properly care for, maintain, and store the equipment for proper use. Hm3 IFU and hm3 patient handbook addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was reported that further review of the submitted log file showed the reported no external power alarms were related to user error in disconnecting both power cables. Also noted during the no external power events were intermittent backup battery fault alarms.